Event description:
It was reported that sometime after l5-s1 tlif with peek device and infuse bone graft with posterior fixation, pt had neurological deficit, foot drop, hip pain, and urinary incontinence. A reoperation was performed approximately 8 weeks postop to remove unilateral fluid-filled cyst (tlif side). Cyst wall tissue and fluid were sent for analysis. Test results reported that the material was a sterile cyst. It is unknown if the infuse bone graft contributed to the reported event.

Event description:
It was reported that approx two months after lf-s1 tlif (open) with peek device and infuse bone graft with posterior fixation, pt developed pain. A reoperation was performed to excise "a cystic epidural mass for cauda equine syndrome." Pathology report stated that "microscopic sections revealed multiple fragments of fibroconnective tissue with minute fragments of bone. The fibroconnective tissue shows area of hemorrhage, but no significant inflammation, atypia, or features of malignancy. A true cyst epithelial lining is not identified. " it is unknown if the infuse bone graft contributed to the reported event, but we are filling this midr out of an abundance of caution.